Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) (batch no. 623317) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, hypothyroidism and uti. Concomitant products included codeine phosphate; paracetamol (tylenol with codeine no.3) and metoclopramide hydrochloride (reglan). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain lower ("right lower abdomen"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with right salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, menorrhagia, pelvic pain, and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: bilateral fallopian tube occluded devices noted causing occlusion of the fallopian tubes without intraperitoneal spill. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- outcome of abnormal bleeding updated to recovered / resolved. Essure model changed to ess205. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 623317) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, hypothyroidism and uti. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) and metoclopramide hydrochloride (reglan). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain lower ("right lower abdomen"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with right salpingo-oophorectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain had resolved and the vaginal haemorrhage, menorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: bilateral fallopian tube occluded devices noted causing occlusion of the fallopian tubes without intraperitoneal spill.. Most recent follow-up information incorporated above includes: on 13-may-2019: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Medical history, laboratory data, concomitant drugs were added. Updated suspect drug indication. Events pain, abnormal bleeding (vaginal), menorrhagia and right lower abdomen added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 623317) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, hypothyroidism and uti. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) and metoclopramide hydrochloride (reglan). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain lower ("right lower abdomen"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with right salpingo-oophorectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain had resolved and the vaginal haemorrhage, menorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: bilateral fallopian tube occluded devices noted causing occlusion of the fallopian tubes without intraperitoneal spill.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.